Event description:
User reported that the sliding plastic protection device that covers the blade failed to operate correctly. On two cases reported, the 'set up' personnel suffered puncture wounds to the hand. Both injuries occurred when the procedure tray was being unwrapped. Inspection of both scalpels revealed that the sliding plastic cover was mounted correctly, but the small plastic piece that locks the blade cover was missing. Reporter also suffered a puncture wound to the palm. Again, the incident occurred during the opening and "set up' of the individual components of the kit. In this case, the locking mechanism was intact, but the plastic cover was not in the lock position and the scalpel was shipped with the blade exposed. In all three cases, the punctures occurred with a 'clean' instrument and the wounds were minor.